Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 436 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer did not have test strips to check bg level. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 110 mg/dl).